Manufacturer narrative:
Cognitive deficits are a documented perioperative risk for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files.

Event description:
It was reported that a patient experienced increased anxiety depression, and suicidal ideas. The event is indicated as moderate and patient was hospitalized in psychiatric unit from (B)(6) 2020 to (B)(6) 2020. It is reported that the patient received medication and group/individual therapy. The event is reported as resolved on (B)(6) 2020.